Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer to the start right team that the customer had low blood glucose levels. The customer's blood glucose level was 44 mg/dl, treated with juice and the level went up to 60 mg/dl. The customer stated that they would speak with their diabetes clinical manager later. The customer also stated that they were doing well on the insulin pump. The customer declined to speak with help line. Nothing further was reported.